Manufacturer narrative:
(B)(4). Additional information, including post primary and pre revision x-rays, operative notes, patient medical history, a detailed patient outcome following revision and the patient age and activity level has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The relevant device manufacturing records shall be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trifit ts revision after approximately 2 years due to lack of bony ongrowth.

Manufacturer narrative:
Per -1746 final report. Additional information, including post primary and pre revision x-rays, operative notes, patient medical history, a detailed patient outcome and patient age and activity level was requested in order to progress with this investigation, however, this information was not available and thus the investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the information provided, no further investigation can be conducted and the root cause could not be identified. Therefore, corin now considers this case closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trifit ts revision after approximately 2 years due to lack of bony ongrowth.